Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. Additionally, the t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 300-400 (mg/dl). The customer delivered correction bolus to address bg level. Additionally, the customer reported that the customer was maintaining normal bg levels on (B)(6) 2016. During system check with tandem technical support showed that the pump was performing as intended. However, it was confirmed that the customer loads the cartridge with cold insulin. Additionally, the customer uses novolog insulin in the cartridge, and changes the cartridge every 3-6 days. Tandem technical support educated the customer on pump labeling instructions. The customer confirmed that the infusion site was changed on (B)(6) 2016, and declined to change the site. Customer understood the information and was recommended to consult with health care provider regarding diabetes management.